Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had emitted multiple call service 012 alarms over a 30 day time period. It is unknown at this time of the alarm occurred during bolus delivery or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the alarm history revealed consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on 07/17/14. There was no activity outside of normal use observed in the black box. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, there were no ¿cs012¿ alarms or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).